Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's alleged pain and recurrence. A review of the manufacturing records shows that the lot was manufactured to specification. Recurrence is listed in the adverse reaction section of the IFU as a known possible complication this MDR includes all patient, event and device info davol has received to date. If additional info is obtained a follow up MDR will be submitted.

Event description:
The following allegation was reported to davol by the pt: the pt alleges that in (B)(6) 2003 she was implanted with a bard flat mesh. She alleges that in 2009 she began to experience pain, which increased over time. Reportedly, in (B)(6) 2011 the pt visited the ER due to pain and a hernia recurrence was identified. The pt reports the hernia was reducible and was "pushed back in." She reports to be currently taking over the counter medication to treat the pain and has scheduled revision surgery for (B)(6) 2015. The pt alleges that the mesh is expected to be removed, and the recurrence will be repaired with sutures.